Event description:
On (B)(6) 2010, patient reported blood glucose has been in the 300-400 mg/dl range. This occurred a couple of times over the previous week. Patient woke with blood glucose of 250 mg/dl on (B)(6) 2010. Patient ate breakfast, delivered a bolus, and walked for an hour. Blood glucose elevated to 365 mg/dl at 12:10 pm. Patient delivered another correction bolus, and blood glucose was 364 mg/dl an hour later. Patient delivered another correction bolus. Blood glucose was 257 mg/dl at time of call. Target blood glucose is 100/150 mg/dl. Insulin cartridge, infusion set, adapter, and battery were being used within specification. Basal rates and time were programmed correctly. No errors or alerts were received. Infusion device buttons were working properly. There were no air bubbles or blood in infusion set. There was no leaking of insulin in the system. Insulin was not expired. Infusion device was not dropped or exposed to liquids. Patient was bolusing more than normal to correct elevated blood glucose. Patient reported the infusion device "hesitates" and was "sluggish" when delivering insulin. Patient switched to backup infusion device during call. Follow-up was completed. Blood glucose returned to normal range while on backup infusion device. Patient believes primary infusion device was not delivering insulin correctly. Infusion device was replaced and requested for evaluation. Adapter, cartridge, and infusion set were discarded. The patient did not require treatment from a health care professional or second party to address the issue.